Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an advance aspiration catheter when treating a lesion in the rca. Vessel exhibited moderate tortuosity and was not calcified. Although it was not cto (chronic total occlusion), total occlusion occurred due to thrombus caused by ami (acute myocardial infarction).the catheter was removed from packaging and prepped per IFU. Because strong resistance was encountered when advancing the export aspiration catheter along the non-mdt wire during insertion while advancing the device to the target lesion, the catheter was withdrawn before reaching the lesion. Significant resistance was noted during withdrawal. This resulted in a torn wire lumen on the export catheter. According to the physician, there seems to be no problem with manipulation of the catheter and the guide wire. The physician confirmed that the issues with the aspiration catheter did not contribute to the myocardial infarction. Please note that this device (advancece) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (advance).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the export catheter was received with the stylet engaged to the hub. Visual inspection detected damage to the distal section of the catheter; the catheter exhibited the wire lumen torn 18cm in length. Under magnification the catheter exhibited severely stressed proximal exit port wire lumen. A kink 16cm from the tip was noted. Physical measurements show the device meets specification. A 0.015¿ pin gage was inserted at the tip of the wire lumen; the marker band and tip were found without defect. During testing of the wire lumen, a 0.014¿ guide wire was back loaded into the wire lumen tip without resistance and the wire exited through the tear previously noted under visual inspection.